Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The sheath remained at 12f sheath and the procedure was completed. Reportedly post procedure, the knots had been advanced but hemostasis was not achieved. Therefore, a third prostyle device was used with post-close; however, resistance was noted during removal. The suture of the third prostyle was successfully deployed. The knot was advanced to the vessel wall without hemostasis being achieved. After the device was removed, the anterior foot was noted to not be retracted. Then, a fourth prostyle device was used; however, resistance was noted during removal as well. After the device was removed, the anterior foot was noted to not be retracted as well. As the device was removed in the state that the foot was not completely closed, the puncture site got damaged. Surgical suturing was performed to treat the puncture site and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported patient device interaction, difficult to remove, and difficult to open or close, as the vessel was partially closed with the prior pre-close sutures. The reported patient effect of tissue injury is a known inherent risk of the procedure. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the vessel closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. In this case, it is possibly related to an interaction with patient anatomy/vessel with the foot preventing the foot from fully closing inhibiting removal. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.